Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level and a high ketone level that was deemed life threatening by a healthcare provider. A specific bg value was not provided. Prior to going to the ER, the customer attempted to treat the bg by administering an insulin injection and delivering a correction bolus via the pump. While in the ICU the customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2024 with no permanent damage and the issue resolved. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.